Event description:
The customer stated that she was connected during the manual prime. The customer's blood glucose reading dropped from 235 mg/dl to 185 mg/dl during the phone call. The customer has advised to go to the emergency room to prevent hypoglycemic event. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.